Event description:
Customer ran patient on 2 different devices and got discrepant troponin I (tni) results. Ran and got <1.0 on ckmb and 0.27 on tni. Ran simultaneously on second meter and got ckmb=<1.0 and tni=<0.05. Sample from same draw time was tested on access and the tni was 0.02. Second draw was run on both meters and tni was <0.05 on both.

Manufacturer narrative:
Investigation pending.